Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temperature issue) issue. The reporter indicated that the patient went swimming with the pump and the pump made a strange noise and overheated. The reporter indicated that the pump battery cap was unable to secure per the instructions for use and the yellow o-ring was visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, a visual inspection of the pump showed evidence of moisture corrosion in the display screen, in the battery compartment, and on the battery cap. The pump was unable to power on and therefore the pump¿s history could not be viewed. A leak test was performed and failed to confirm a battery compartment leak. The pump was opened and moisture corrosion was found on the internal circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.